Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the device distal tip broke off inside of patient during a lap procedure. It was retrieved. They opened another one to complete the procedure. There was no patient consequences reported.